Event description:
Customer reported being hospitalized due to low blood glucose levels. Low blood glucose levels were caused by an infection. Troubleshooting was performed and pump appeared to function properly.